Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell causing the damage. Customer is unable to interact with the pump due to the shattered screen. Customer's blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.